Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was continuously beeping. Customer¿s blood glucose level was 121 mg/dl. Customer stated that beeping stopped while on call. The device will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device audio/beep/vibrate function properly and no anomaly noted during testing.